Manufacturer narrative:
Cormatrix sales representative met with dr. (B)(6) on 03-feb-2017 with limited details of actual event available. Subsequent attempt at contacting implanting physician was not successful. In the event that additional information on the procedures (implant/explant) are provided by the physician, a follow-up report will be filed. The instructions for use of the cormatrix cangaroo ecm envelope ((B)(4)) currently lists the risk of infection as a potential complication.

Event description:
It was reported that a cangaroo ecm envelope (lot# unknown - xlg) was used on a (B)(6) patient. A biv ICD device change-out was completed around (B)(6) 2016 (exact date unknown). The cangaroo was soaked in bacitracin for 1-2 minutes, then sutured closed. However, the cangaroo was not sutured to viable tissue. Partial capsulectomy performed. Approximately 4 months later, in (B)(6) 2016, the patient experienced redness, and pain. Then, the wbc was high (specific labs unknown at this time) so they went in to remove the cangaroo in (B)(6) 2016 (exact date unknown). Existing patient conditions included congenital heart disease, but that is a low risk (as per form completed by site). The surgeon thought the cangaroo device should have prevented the reported event.